Event description:
Screw fell out of the instrument. The facility reports sanitizing the instruments via low impingment washer with enzymatic cleaner. The facility reports they do not disassemble the instrument. The screw was in place when the instrument left sterile processing. The surgical tech brought back the kerrison with the screw taped to its body. The surgical tech reports the screw fell out of the instrument while in use. The surgeon caught the screw in his hand prior to the instrument having contact with the pt.